Manufacturer narrative:
(B)(4). Batch #: unknown. Date of event: only event year known: 2020 batch # unknown as the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: could you please provide more details for device malfunction? Device anvil came loose upon removal. Where within the gap setting scale was the orange indicator prior to firing? Orange was in mid range green window. What confirmation was received that the device was fully fired? Check mark. Did the device staple? Yes. Was the staple line complete? Yes. Were there any staples missing from the staple line? No. What was the shape of the staples (b-formation, irregular, legs straight)? B. Were the staples deployed into the tissue? Yes. Were the staples seen in the surgical field? No. Did the device cut? Yes. Was the cut line fully circumferential around the target tissue? Yes. If the device fully cut, were both tissue donuts present? Yes. If the device fully cut, were both donuts complete? Yes. How many counter-clockwise revolutions were used to open the device? 3-5 (was not present during case to witness). How was it confirmed that the anvil was free from the tissue prior to removing? Scope. After firing was the adjusting knob turned ½ to ¾ revolutions? No. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Yes. Who fired the device? Resident. Who removed the device? Resident and doctor. Was the safety reset prior to removal? Unclear. What was the users experience with the device? First time.

Event description:
It was reported that during an unknown procedure there was an issue with the device. There were no patient consequences. There is no additional information.